Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4) received on 04aug2010 regarding a peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6)2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6)2010, the patient developed peritonitis. The patient was not hospitalized for the event. At the time of this report, the culture results were unknown. On (B)(6)2010, the patient was treated with fortum 1 gram ip once a day (continuing). The outcome of the event was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the causality for the event was unknown. The root cause of the peritonitis was unknown. No further information is available.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.